Event description:
Reportedly, during pt use, an 'o2 sensor cal' error occurred and it could not be resolved by calibrating the sensor. The sensor was replaced. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).